Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) behind the display issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump was opened to find evidence of moisture on the main printed circuit board, inside cover, and the transceiver. Unrelated to the original complaint, the pump case was cracked between the case seal and the display lens corner. Additionally, the display was discolored with multiple colored lines.